Event description:
Nurse was drawing labs off a pt. Blood cultures were needed so a 1 cc syringe was used to pull blood off of IV start. Blood was obtained into a monoject syringe. Then the plunger fell out the end of the syringe losing 3/4 of the blood contents. There is no safety stop at the end of the syringe. Besides loss of the blood of the pt, the occurrence also exposed several nurses to the pt's blood.